Manufacturer narrative:
Manufacturing and quality control data: the progav® was manufactured by a qualified employee on (B)(6) 2008. Deviations during assembly did not occur. The product was finally tested as article fv414t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: slightly domed housing. Third- party catheter. Measurement of surface of the housing: measured value: 0.065 mm [tolerance (0 ± 0.02mm)]. Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav® is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav®, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 9.73 cmh2o. This is within the specified tolerance of 9.5 cmh2o ± 3 cmh2o. Adjustability test: the progav® was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, no deposits were found in the valve. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a [?]domed valve housing" which had no affect to the technical properties at the time of the investigation. All parameters during the investigation were within the specifications. The cause of the aforementioned functional impairment is not precisely assessable retrospectively at the time of examination.

Event description:
It was reported that a progav shuntsystem (part # fv414t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the progav valve was believed to be operated in over-and underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 43 years. Height: 170 centimeters (cm). Weight: 62 kilograms (kg). Gender: female.